Event description:
It was reported a spectrum pump was displaying a door not fully latched message. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported door not fully latched message was unable to be reproduced, but was confirmed through review of the event history lof. This condition was determined to have been caused by cracks between the front case and mechanical assembly. These cracks caused separation between these parts resulting in excessive force required to close the door. The front case assembly was replaced.